Event description:
A patient reportedly was seen by the paramedics and at the ER, due to patient's one touch basic meter allegedly reading inaccurately erratic. Patient reportedly was "feeling warm and nauseated". The results on meter were 0 and "high". The check strip test on the meter was not within range. The results on the emt meter and the ER meter are unknown. The time difference between the two readings on the patient's meter is 10 minutes. The time difference between the patient's meter and the ER/emt meters is unknown. Treatment was for patient's bladder infection. No further information has been reported.